Manufacturer narrative:
Field service examined the unit and determined that it needed a replacement gas delivery engine (gde). A replacement gas delivery engine was shipped to the customer. A return goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for eval. As of july 9, 2015, carefusion has not received the alleged faulty gas delivery engine.

Event description:
Customer reported a problem with inop and blended gas alarms. This is the third time that this customer has called about the same issues on the same ventilator. Carefusion technical support was not sure if the unit was calibrated properly and/or if the cables were seated correctly the previous times. Field service was dispatched to examine the unit. No pt involvement.